Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that there was an intermittent image (no image) displayed on the lcd monitor. The issue was found during preparation for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h4,h6 coding. Correction:d8 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the reportable malfunction was not reproduced. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.